Manufacturer narrative:
H3. Conductors 8 through 15 are broken and the braid wire is broken and protruding through the outer insulation 52.8 centimeters form the proximal end of the lead. H6. Evaluation conclusion code 67 does not apply. Evaluation method code 4117 does not apply. Evaluation result code 3221 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 25-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient was getting good stimulation and coverage for several months, then he continued to get messages on the controller that the therapy was unavailable due to impedance problems. The rep reported that the patient complained of unsatisfactory control of his pain. The rep reported that the patient denied falling or any non-compliance with post-operative restrictions. The rep reported that impedance checks were performed. The rep reported that attempts were made to program in different electrodes to provide pain relief. The rep reported that despite attempts to program around the impedance issues, the patient wasn¿t getting satisfactory relief. The rep reported that ultimately, 8-16 electrodes went into ¿do not use.¿ the patient decided that he wanted to investigate the issue and he was scheduled for a lead revision with the hope that it was just a problem with a connection of the leaf to the battery. The rep reported that the lead was connected to a wireless external neurostimulator (wens) and an impedance check was performed and again electrodes 8-16 were found to be out (red ¿ do not use). The rep reported that the surgeon removed the lead and replaced it with a new lead and connected it to the battery. The impedances returned to normal. The rep reported that the surgeon noted that it appeared that there was an area in the lead that was stressed. The lead was to be returned. No further complications were reported.